Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery. The heartstring seal would not roll up to be loaded into the delivery tube. The seal could not be loaded after several tried by the or staffs. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: as received, the non-folded seal was visible and positioned inside the window of loader device. The deployment tube was advanced in the loader and is pressing on the seal with sufficient force to distort and slightly compress the seal. The seal was also cracked. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.